Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured interna carotid artery (ica) ophthalmic segment aneurysm with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 4.3mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed a good result following the 4.75mm second implant. It was reported that the physician attempted to deploy the pipeline using a drag and drop technique however, the distal end of the device would not open. They attempted to recapture the device and deploy again without success. They attempted to deploy a significant amount of the stent, and the mid segment opened, however, the distal end remained closed. The middle section of the pipeline was positioned in a bend and more than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps attempted to open the pipeline included loading/unloading to try to "pop the device". The pipeline was resheathed and removed with the microcatheter from the patient. They attempted with a 4.75mm diameter stent and deployed it without issue. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.